Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient set their stimulation to 6.5 and when they came back to alter the setting it was set at 0.0. The patient was going through adjusting intensity using their book and noted that they were currently seeing that the setting was on 6.9 and adaptive stimulation was activated. The patient had a meeting with a representative tomorrow or the next day to go over the use of their equipment. No further complications reported.